Manufacturer narrative:
The actual device was evaluated on site by a technician. A device history evaluation was performed and an ongoing investigation has been opened and corrective action will take place, as an increasing trend of the alarms self test failure (4) and prime self test failure (4) was noticed over the last few months. Sometimes these alarms were issued together with alarms related to excessive tmp pressure. The main driver for this increase was identified to be an unexpected variability in the material properties of the automatic repositioning system (arps) silicone tubing manufactured by a third party supplier. A service history evaluation was performed and a repetitive similar failure was identified. An event history log review was performed and it was observed that a malfunction : self-test failure (4) and advisory: tmp too high alarm occurred on the device. An operator worked on the device in order to fix the pressure problem and the device was returned to the patient and treatment continued. While treatment was ongoing, a ¿return disconnection, filter clotted, filter extremely positive¿ alarm was triggered and the operator again worked on the device. Subsequently the above alarms occurred more frequently and treatment was stopped and 58ml of blood was returned to the patient. The reported condition was verified. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex control unit, the device alarmed "code 4", and did not allow for a venous return to the patient. Estimated blood loss was 50ml. The extracorporeal blood was not returned to the patient. It was reported that the patient experienced hypotension and was transfused with 50ml of red blood cell concentrate. No additional information is available.